Event description:
It was reported that the device was found to leak from a crack in the connector. No adverse effects reported.

Manufacturer narrative:
Other text: device evaluation- one sample was returned for evaluation. During testing the device was found to leak at the luer connector area. The luer connector was found to be cracked; this issue was determined caused by a supplied item issue with the luer connector. A corrective action request was submitted to the luer connector supplier.